Event description:
As an IV administration was begun on a patient, the nurse noticed a small dark material adhered to the wall of the IV tubing. The medication administration was stopped before any fluid passed this area and reached the patient. The IV tubing was replaced and the medication was administered with no adverse outcome to the patient. With the assistance of the local manufacturer representative, the most likely affected lot was identified and pulled from stock. Visual inspections of the tubing from all lots in use were conducted by staff until the lot could be identified. The tubing was tested by the manufacturer and their report indicated the particulate as a charred plastic that could occur during the manufacturing of the plastic components.